Event description:
Was forced to go to the hospital to have it [tampon] removed [foreign body in reproductive tract]. String broke - tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon string broke. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.